Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-02795 for the associated device information. It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, these two snares were not functioning properly in which they would not cut thoroughly. Although the procedure was completed, it was not reported how it was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failed to cut. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: sections h7 and h9.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-02795 and 3005099803-2020-02796 for the associated device information. It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, these two snares were not functioning properly in which they would not cut thoroughly. Although the procedure was completed, it was not reported how it was completed. There were no patient complications reported as a result of this event. ***additional information received on july 24, 2020*** there was no visible issues noted with the handles of these devices. Also, the snares were not securely attached to the active cord and there were no visible issues noted with the cautery pins. No other issues were noted with the devices. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failed to cut. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5, d8, e1 (initial reporter phone), h6 (evaluation conclusion codes) and h10 have been updated based on the additional information received on (B)(6), 2020 and investigation closure date of (B)(6), 2020.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-02795 and 3005099803-2020-02796 for the associated device information. It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, these two snares were not functioning properly in which they would not cut thoroughly. Although the procedure was completed, it was not reported how it was completed. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2020*** there was no visible issues noted with the handles of these devices. Also, the snares were not securely attached to the active cord and there were no visible issues noted with the cautery pins. No other issues were noted with the devices. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable.